Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient did not receive and audible alert from the mobile application or the continuous glucose monitor (cgm). No medical intervention was reported. Additional event or patient information is not available.